Event description:
Event description guidant received information that the implantable transvenous atrial and defibrillation leads migrated to the patient's device pocket. In addition, the patient's wife was inquiring if her husband's device is involved in any of the advisories.